Manufacturer narrative:
The investigation into the reported access site bleeding ¿ major has been completed since the original report was filed. No product was returned. As per clinical, due to severe tortuosity in lfa it was unable to advance sheath without kinking and later the pigtail catheter into sheath. Impella 5.5 inserted via right axillary using surgical method. Bleeding was reported from anastomosis site after gwru insertion in cath lab with best practices being followed. Access site bleeding- the root cause of the access site bleeding was unable to be determined as limited clinical details and no product were returned for investigation.

Event description:
The user facility reported a 72-year-old male noted as high risk percutaneous cardiac insertion was implanted with an impella cp device for mechanical circulatory support prior to mitral valve surgery. The patient developed access site bleeding with a hematoma. The team performed additional surgery to stop the bleeding. The patient was given two units of packed red blood cells and sent to unit.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿